Manufacturer narrative:
During testing, the device did not alarm when the slide clamp was not in position. This was due to contamination on the bubble sensor printed circuit board. A calibrated set was used per device release specifications. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the manufacturing facility, the device did not alarm when the slide clamp was not in position.